Event description:
Boston scientific received information that this implantable lead displayed inhibition of atrial pacing when in aai mode at 60 paces per minute. It was suspected that the lead had moved. A request for additional information has been made. There were no adverse patients reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.